Manufacturer narrative:
Additional information is being sought to obtain the model and serial number of this lead. This report will be updated upon receipt of additional information.

Event description:
It was reported that during a planned lead revision, this implantable cardioverter defibrillator (ICD) was explanted due to undersensing. The device was retained by the hospital. No additional adverse patient effects were reported.